Event description:
It was reported an issue with novosyn suture. The client reported that, in the operating room, a box of novosyn violet 2/0(3)4x45cm hr37sto (code c0088795) was opened and two packages of novosyn undyed 2/0 (3)70cm dsmp24 (code c0069554) were found. There was no patient involvement. Further information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. We have received two pictures showing a pouch labelled as novosyn undyed 2/0 (3) 70cm dsmp24 (m) ddp; code 0069554 and batch 721011. After investigation, it has been determined that this mix-up probably took place in production area when conditioning the product. Both products were packaged the same day. We assume a human error in the packaging process and 2 units of novosyn undyed 2/0 code-batch 0069554-721011 were packed inside the product box of the novosyn violet 2/0 code-batch c0088795-720535 by mistake. As no other customer complaints have been received concerning this issue for this reference-batch, it has been determined that the mix-up was the one informed by the customer, assuming an isolated box. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling b. Braun surgical specifications. Remarks: we have informed the personnel involved of this issue. Final conclusion: taking into account that the pictures received show a product that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.